Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
11.5 when using syringes for lumbar rigid puncture in room 11 of the operating theatre in the emergency block, there was a fracture in the nipple link of the syringe in the bag, the use of the syringe in the bag was discontinued after the time of occurrence, no adverse effect on the victim occurred, and the device section was notified in a timely manner, and the device section arranged for the distributor to resolve the problem and provide feedback.